Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that her blood glucose (bg) levels were low all night. The patient reportedly administered an ez bg bolus of 4.5 units for a bg level of "78 mg/dl" at 6:25 pm the previous night. At 8:30 pm, the patient changed the pump's battery, site, and set. She performed the ez prime steps correctly. Around 9:00 pm that same evening, the patient claimed that she began to feel sweaty, shaky, hungry, and had a headache. The patient administered self-treatment by eating food. At 9:45 pm, the patient checked her bg level and got a result of "52 mg/dl." By 10:45 pm, her bg level rose to "101 mg/dl." The patient was not sure is she had entered the correct bg on the ez bg screen. Through troubleshooting, the patient confirmed that all the pump's settings were correct. The animas representative involved in this contact walked the patient through how to read the ez bg screen and the ez carbs screen. The patient was also instructed on how to look at the total and to give a recommended dose. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of severe hypoglycemia. However, the patient's injury can be attributed to possible use error since the patient delivered a bolus that was not needed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box started on 06/14/2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.